Event description:
A customer contacted the baxter (B)(4) to report the bag was connected incorrectly while on the homechoice device during fill 1. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue - disconnection of a supply bag. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.